Event description:
A customer contacted the baxter technical svc center regarding a system error 2240 during drain 4/5 while using the home choice system. The home pt somehow got disconnected (transfer set and pt line became disconnected) and had solution all over his bed. The svc rep assisted to clear the error and advised the home pt to call the nurse. The nurse was contacted and stated that the home pt became disconnected, dropped the pt line and continued with therapy. The nurse also mentioned that the pt was diagnosed with peritonitis on (B) (6) 2008, which is being documented under complaint (B) (4). The nurse declined to provide further info for the peritonitis.

Manufacturer narrative:
(B) (4).